Event description:
A customer reported in (B)(6) that their thinprep 5000 processor autoloader etched a wrong vial ID onto a slide. Hologic's technical service engineer (tse) confirmed that the chain of custody was not affected as the error was caught by the customer. Hologic fse confirmed but unable to reproduce error. Fse adjusted the position of the vial lift and spin, adjusted barcode scanner position. Further investigation necessary to confirm quality and compatibility of labels and instrument. Fse processed samples to confirm operation, instrument operational. This is considered a reportable event since the thinprep 5000 processor autoloader did not perform as intended and this could potentially lead to a misdiagnosis or delay in diagnosis.